Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat severe recurrent cystocele with severe recurrent enterocele. It was reported that the patient had the concurrent procedures of anterior colporrhaphy with augmentation, enterocele reduction with augmentation and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent rectocele and enterocele. It was reported that following insertion the patient experienced pain, urinary problems and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.